Manufacturer narrative:
The insulin had failed self-test alarm during self test and unable to perform communication including meter blood glucose communication due to faulty board. However, the insulin pump functioned properly when performing rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a failed self-test alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 162 mg/dl at the time of call. The customer stated that a temporary basal was not programmed before the alarm. The customer stated that the bolus amount was recorded in the bolus history. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.